Event description:
It was reported by the customer's mother that the customer had issues with a no delivery alarm, high blood glucose levels, and ketones. Customer's blood glucose level was 484 mg/dl. Customer treated with a syringe. Customer ran a manual prime and verified that the insulin exited. Customer was explained that the site may have been occluded. Customer was advised to change the entire infusion set and return set for analysis. Customer's mother stated that her son was using her other son's pump. Customer was advised that the pump should be used by the person that it is registered to. Customer was vomiting during the call. Customer treated with insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.